Manufacturer narrative:
Abbott field service (fs) investigated the issue on site. The analyzer was inspected, and various diagnostic checks of the system and cleaning were performed. Fs replaced the dry tip which was determined to be the likely cause. There have been no further reports of discrepant results since the dry tip was replaced. A review of the architect sn# (B)(4) service history was not able to identify or confirm any additional likely causes. A review of historical data revealed no trends, systemic issues, or related nonconformances. A review of the clinical chemistry systems revealed found no systemic issues or trends for the issue associated with this ticket (erratic/discrepant results). A review of labelling adequately addresses sample results observed problems for erratic / discrepant results. Based on the investigation no product deficiency was identified for the architect c8000 analyzer.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported a falsely elevated magnesium (mg) result generated on the architect c8000 analyzer on one patient. Results provided: (B)(6) 2019 = 6.8 mg/dl / another analyzer = 2.3 mg/dl (normal range: 1.4-2.8 mg/dl) no impact to patient management was reported.